Event description:
On (B) (6) 2009, a doctor reported that a patient lost a dental implant after one month from placement, due to a lousy graft and because the patient may have chewed at the implant site.